Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. The polarity was programmed to unipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead has since been replaced but remains in the patient.